Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated to the ventricular channel during an implant attempt; therefore, the subject device was not implanted. Lead insertion issues were reported in this channel, but the physician was able to insert and secure the lead appropriately. After closure of the pocket, an increase to the lead impedance was observed. Another pacemaker was implanted instead.